Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the objective lens unit scratched. Based on the result, we concluded that it was caused due to a physical damage applied on the objective lens unit. Based on the technical report, it was evaluated to submit MDR.